Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the distal tip of the dreamwire detach outside the patient. The procedure was completed with a new dreamwire guidewire. There were no patient serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.